Event description:
It was reported that the ilet display was cracked, resulting in an unresponsive touchscreen and inability to operate the device; the user described multiple cracks across the screen, and a replacement was arranged after counseling on the exchange process. Symptoms included no injury and no reported adverse physiological effects. Outcomes included interruption of normal device use without clinical impact such as hospitalization or emergency care. Investigation included a review of the complaint details and device use information with user education provided. Investigation of this case revealed damage to the device¿s display assembly consistent with a cracked screen causing loss of touch responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical stress.